Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited unspecified helix rotation issues. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece. Visual, electrical and x-ray examination did not find any anomalies.